Manufacturer narrative:
The device was not returned to zoll for evaluation; however, the customer has provided the clinical data file for the patient event. Review of the data file indicates continuation of CPR during device analysis provided motion artifacts. The rhythm presented during the interpretive period met the criteria for shockable signal. We believe the device returned the appropriate determination for the analysis in question and within the limitations of the technology. It's important to note the device prompt's to stop CPR just prior to the initiation of an analysis. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.